Manufacturer narrative:
Continuation of medical devices: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was overdischarged. It was reported that the patient hadn¿t charged the ins because they were in the hospital for a year due to an unrelated medical issue. It was reported that the patient had brought their old recharger to the appointment, which was incompatible with the ins. No symptoms or complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the ins was recovered using the correct device. No symptoms or complications were reported. Additional information was received from a friend/family member of a patient and from the patient on (B)(6) 2018. The callers were reporting the same information that the manufacture representative(rep) already reported and indicated that since then, the rep has reset the device like 5 times. They have gotten the correct recharger and they are seeing a power on reset (por) on the recharger. Technical services had them get the patient programmer to try and connect with the implantable neurostimulator (ins), but it turned out that they were using the recharger and the patient programmer batteries were dead. They did not have batteries for the patient programmer so the por could not be cleared yet, but they would call back after getting batteries. They called back on (B)(6) 2018 and repeated events already reported. They stated that they have the patient programmer but the ins is not charged so patient services told the caller to have the patient connect to the recharger and charge their implant to 50% and then call back to clear the por message. The caller stated that the patient is connected to the recharger and it is showing full coupling and is charging the first quartile. Additional information was received from a friend/family member of a patient with an ins for (B)(6) 2018. The caller re-iterated that the patient met with a rep a couple of weeks ago to address their overdischarge. On (B)(6) 2018 they met with a different rep who told them to contact patient services to discuss their current recharging issue. A por was reported to have occurred on (B)(6) 2018. Patient services asked the caller to connect the patient programmer to the ins to check the battery level. When charging, the recharger will indicate that the ins battery level is charging the first 25% but then after a little bit, it will change to the charge complete screen. Patient services consulted with technical services and reviewed with the patient that since the ins was in an overdischarged status for so long, the ins is likely damaged and may need to be conditioned to hold a charge again. Patient services recommended continuing to have multiple charging session. Patient services reviewed that if the issue does not resolve to have the stimulator assessed by a rep or healthcare professional (hcp). The caller requested to try a recharger replacement because their rep suggested it. The patient was transferred to repair to be sent a replacement recharger. Their recharging issue began a few weeks prior to (B)(6) 2018. The patient¿s family member called back on (B)(6) 2018 noting that they placed the device in the mail to be returned. Additional information was also received from the rep that the patient met with on (B)(6) 2018. The rep re-iterated that the patient is seeing a por and end of service (eos) message. The patient¿s battery will not charge. Rather, it gives them a por and then eos. The rep re-mentioned the patient having an unrelated medical issue which caused them to be unable to charge for a year. The rep tried charging and doing antenna locator. They called patient services for help with troubleshooting and potentially replacing the recharger to rule out if that was the issue. No interventions will be taken at this time. However, the patient is going to make an appointment with a new hcp to pursue a battery replacement. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that it is unknown when the implant will be removed because the patient has to go through work comp to get approval and set up appointment with the doctor. The rep reported that when the implant is removed, it will be returned for analysis if the facility allows it to be returned. The rep reported that the patient claimed to have only one overdischarge so how is it the ins is at eos. Technical service told the rep that they were not aware of a device giving an eos on just one overdischarge. The rep met with the patient to recharge the implant so that they could get the file. It was reported that the implant would get to 25% and then jumped to 100% but as soon the rep interrogates the implant, it goes into overdischarge. Technical service told the rep to charge more to get enough battery into the implant to allow interrogation. It was reported that if interrogation was not possible, the ins should be sent in for analysis to get file from the implant to determine if the device did get into eos state after just one od.